Event description:
During a hemorrhoidectomy, the surgeon used a stapler, size 33mm according to the instructions as in the product insert. When he fired the stapler, he did not get the usual crunch feel and the audible feedback. When he removed the stapler, there was one part of the hemorrhoids which wasn't stapled and there was a lot of bleeding. Upon checking the instrument, he found that the stapler knife has slightly detached from the instrument and part of the knife was dented. The surgeon had to do the anastomosis and stopped the bleeding manually by stitching. Or time extended. No pt consequences.